Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer forgot to enter the blood glucose (bg) value when delivering a food bolus of 5 grams. Contact confirmed in bolus history that the total amount delivered was 5 units and that the correction portion for customer's bg level (161 mg/dl) was not entered. During troubleshooting with tandem technical support, contact and customer were shown how to view the calculation and that it is possible to override the pump's recommendation. Customer's bg level was not adversely impacted as bg level was within customer's target range.